Manufacturer narrative:
(B)(4). Date sent: 08/07/2020. D4: batch # t5ch4p. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present confirming that the device has been fired and achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #t5ch4p. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? Mid to lower green. What confirmation was received that the device was fully fired? Yes. Did the device staple? Yes. Was the staple line complete? Yes, mangled but complete. Were there any staples missing from the staple line? The staple line leaked and didn't look right. What was the shape of the staples (b-formation, irregular, legs straight)? Hard to say they were internal. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Two full. How was it confirmed that the anvil was free from the tissue prior to removing? Slid out smoothly. After firing was the adjusting knob turned ½ to ¾ revolutions? Two full. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes fishtailed. Who fired the device? Dr. (B)(6). Who removed the device? Dr. (B)(46. Was the safety reset prior to removal? Yet. What was the users experience with the device? Everything. Did the post-operative care change based on the leak? Yes. Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Re -did the procedure and another leak test. What is the current status of the patient? Doing good. When they re-did the procedure was this done in the initial surgery or did the patient have a second separate surgery? It was done intra-operatively when they noticed the leak. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure during the leak test they discovered a leak and malformed donuts. There was a thirty five minuted delay. A similar device was used to complete the case with no patient consequences.